Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the remote monitor immediatley turns off after the power button is pushed. There is an audible beep and the monitor powers down. The monitor will be returned and new one ordered. No patient complications have been reported as a result of this event.